Manufacturer narrative:
This report is filed february 18, 2016. Device is not unavailable for analysis.

Event description:
Per the clinic, it was reported that the battery 'sparked and melted' when placed on the charger. There was no allegation of injury associated with this complaint. The patient was advised to discontinue use of the battery and a new replacement battery was sent.